Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian that the patient experienced redness and skin irritation at the pod application site due to an allergy to the adhesive glue. As a result, the patient was evaluated during a routine hospital consultation on (B)(6) 2025 at albert schweizer ziekenhuis, and the patient's diabetic nurse prescribed flixotide 125 inhaler spray, to be applied to the skin prior to pod placement in order to prevent adhesive-related reactions. The legal guardian stated that the prescribed treatment reduce the intensity of the skin reaction to the adhesive, with the skin reacting less severely and remaining calmer.